Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was broken. The pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instruments distal pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the mechanical indentation and burr damage was likely due to mishandling/misuse. Failure analysis investigation also found the instruments bipolar pins were bent. The top pin was bent towards the bottom pin. The chassis was not broken. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci lobectomy surgical procedure, it was noted that a severed wire was observed on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.